Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and hardening are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of swelling and hardening as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema,) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site."

Event description:
Healthcare professional reported after injection to the cheeks, chin, and marionette lines with juvederm voluma with lidocaine and juvederm volbella with lidocaine patient developed "acutely swollen face, left over right spot of the cheekbone and hardening at the injection sites." Patient was treated with infusion for 3 days with amoxicillin/clavulanic acid and 5 days of oral antibiotics. After 3 days the patient was better and swelling had decreased. After 10 days there was no swelling or hardening. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00515 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvederm volbella with lidocaine, also a device manufactured by allergan.